Manufacturer narrative:
Ocd field service investigated and made necessary repairs to multiple analyzer subsystems, returning the vitros eciq to expected operation. Acceptable vitros trop I es performance was observed following the service activity. The root cause of this event is instrument related.

Event description:
The customer obtained non-reproducible, falsely elevated results from two different patients using vitros trop I es reagent on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were reported and questioned by the physician. The samples produced the expected results when repeated on the customer's alternate vitros eciq. There were no reports of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.